Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin had blank display. Customer blood glucose reading was 178 mg/dl. Troubleshoot was performed. Customer inserted new battery but the display still blank. The insulin pump got exposed to water. After the water exposure, the insulin could not turn on. Customer stated there was no physical damage on the insulin pump. Customer also reported physical damage on the screen. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instructions and the pump will need to be replaced. The insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: pump received with blank display due to moisture damage on lcd board. Unable to confirm excessive no delivery alarm and unable to perform any tests due to blank display. Pump received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.